Event description:
Additional information reported that the patient was doing "ok and was getting coverage fine." The patient had a whole system revision on (B)(6), 2102. The patient outcome was noted as "good." It was also noted that it was believed that the event was not a device issue, but was a technique issue (of how the device was implanted).

Event description:
It was reported that the patient "had been having problems with the pump since he got it". The patient had chronic pancreatitis. A collection of fluid/seroma was observed next to where the pump implant was and the patient had pain at the pump site. The patient complained to the physician that he was hurting over the pump not where his disease was. The patient had been hospitalized the week prior to the report due to the pain and was given IV medication. The patient was released the day prior to the report. The reporter stated that she had been trying to contact the healthcare provider (hcp) for 3 weeks and the patient would not have gone to the hospital otherwise. The patient suffered because of "acute" attack and severe pain. The reporter stated that the patient was fine with his pump but because of pancreatic attack, the patient needed increase because, he was at a low rate. The patient could hardly walk. The hcp "did not want to hear about the patient complaint". The patient was dismissed by the managing physician the day prior to the report and was released from the hospital with no pain medication because of the contract with the physician. The physician was no longer managing pumps altogether and wanted the patient to have it removed. The physician had referred the patient to a surgeon to have the pump removed but the patient did not want it explanted. The reporter mentioned that the hcp "cut off" the patient's boluses. The patient was scheduled for a pump refill the week following the report and was searching for a physician to perform the refill. The reporter stated that the patient may have had 2.5 weeks of medication left. The device system was used to deliver morphine. It was reported 4 days later that the doctor office was in the process of referring the patient to a neurosurgeon for evaluation. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer regarding the (B)(6), male patient who was receiving morphine and bupivacaine (concentrations and doses unknown) via an implantable pump for non-malignant pain, spinal pain and pancreatitis. On (B)(6) 2011, the patient had complications from how the pump was placed in the patient's body. It was place low in the abdominal area and very uncomfortable for the patient. The patient had complications "in the restroom" because of the pump being so low. The pump would move and go down into the groin and move around. In (B)(6) 2012, the patient experienced a "growth around the pump." On (B)(6) 2012, the pump was replaced. The doctor put the pump in a mesh pouch so the pump would not shift around and put the new pump in the upper right area of the abdomen. It was noted the catheter was not anchored in the back and had moved. The situation had resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).